Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was described as a rash on her back under the therapy electrodes that was "getting raw". There is no allegation of a device malfunction. The patient is a nurse and decided to use a cream on the irritation. Follow-up indicated that the rash was healing.